Manufacturer narrative:
The unit passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Pump error 75 during selftest, power error during testing and high sleep current due to corroded components. The following physical damage was noted: cracked case on the back at the battery tube area and retainer, cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The patient's blood glucose at the time of incident is unknown. The battery was changed but the power error alarm persisted. The insulin pump was returned for analysis.